Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's pocket when the alarm occurred. The customer reported an elevated blood glucose (bg) level of 298 mg/dl. Customer delivered a correction bolus to stabilize elevated bg level. Tandem technical support recommended for the customer to not store anything in pockets close to the pump; the customer acknowledged.